Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 3037, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their medtronic device is not working and they are trying to fix it. Patient s tated that they have the urgency worse now and they were going to turn it up but they are not able to connect to the implant. Patient said that they put in new batteries in the programmer and it won't do anything. Patient said they have had return of symptoms for several months. Patient confirmed that they are able to see the symbols indicating poor communication. Patient said they had sometimes noticed issues with their bowels as well. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned that in 2016 they had a fall and landed near ins, but felt better after going to their chiropractor. Patient stated they have an appointment scheduled with new hcp in january.